Manufacturer narrative:
Note information references the main component of the system and other applicable components are: product ID: 97791, product type: accessory. Product ID: 97791, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A consumer reported via a manufacturer representative that the leads were too superficial and there were no strain relief loops, so the leads pulled in his lower back when he bent over resulting in pain radiating down leg from site of the battery. The consumer had pain/discomfort in his lower back and inadequate stimulation yet pain increasing from pocket area. The leads pulling and battery site radiation left the consumer to seek a pain specialist who identified the leads as being superficial, could palpate in back. The consumer was admitted to the hospital when the stimulator was no longer providing relief and he needed oral medication. An impedance check was done and 8 of 16 electrodes had high impedance. An x-ray was performed and taken to the doctor. The system was explanted as there was inadequate stimulation to pain areas and the pulling of the leads and battery site. The issue was noted to be resolved. The consumer status was noted as alive with injury, current hip pain at pocket site. Additional information received from the representative reported the physician would like to see how the hip heals now that the battery is removed before moving to the next step. The cause of the hip pain has not been diagnosed, but the patient speculates a pinched/severed nerve. Further information received reported the consumer's crps was now back to what it was pre-implant.

Manufacturer narrative:
Analysis of the lead, model 977a260, serial/lot # (B)(4), found the lead body conductors broken at the anchor site. Analysis of the lead, model 977a260, serial/lot # (B)(4), found the lead body outer insulation melted, no significant anomalies. Analysis of the ins, model 97712, serial/lot # (B)(4), found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.